Event description:
It was reported that during a laparoscopic sigmoid colectomy procedure, the device was used to create the anastomosis transanally. The device was closed down finger tight within the green scale and fired; everything looked fine and then a bubble test was performed. That is when bleeding was noticed. The surgeon stated the staple line did not form completely and they noticed a malformed clip in the cavity. The bleeding area was clipped to stop the bleeding. The procedure completed without impact to the patient. The device was discarded.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.